Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the sensor implant procedure when the sensor delivery system was introduced and advanced; the guide wire was arched and lost the position. Trouble shooting was tried and the wire and sensor was positioned. However, later the physician was unable to advance or retract catheter as the physician noticed the sheath twisted and bent. Subsequently, the physician abandoned the procedure.